Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated an error relevant to backup alarm failure. The ventilator was not in use on a patient at the time of the event occurred. Event date not specified; estimate used.

Manufacturer narrative:
Additional information: added serial number. The field service engineer (fse) evaluated the device. The central processing unit (cpu) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.